Event description:
It was reported that the patient experienced urethral perforation on the right side of the ams 700 lgx inflatable penile prosthesis (ipp). The entire ipp system was removed on unknown date and only left cylinder of the spectra concealable penile prosthesis was placed to keep space.